Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the surgeon made the pilot hole using a punch. The surgeon proceeded to insert the anchor at an improper angle and missed the pilot hole causing the distal end of the unit to break. Further, it was reported that the pt had hard bone.